Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The patient was hospitalized post-cardiac arrest and underwent therapeutic hypothermia. The icy catheter (lot # 169512) was inserted into the patient's right femoral vein. The insertion was smooth. The patient's body temperature at the start of ivtm therapy was measured at 36°c. The patient target temperature was set to 33°c. Around 50 hours after the catheter placement, when the patient has rewarmed to 36 °c, the thermogard console generated an "air trap" alarm, and decreased level of fluid in the 500ml saline bag was noted. There were no traces of fluid observed around the console. A catheter leak and the infusion of 200ml of saline fluid were suspected. The customer followed the IFU and did not replace the saline bag prior to the leak investigation. Per the reporter, the catheter was replaced and the treatment continued with the same console. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of an icy catheter (lot # 169512) leak was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon. The probable root cause of the reported complaint could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter a functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100psi, a bonding leak was observed at the proximal end of the medial balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was one similar complaint reported for an icy catheter with lot number 169512. Ccr (B)(4), reported on (B)(6) 2022, the bonding leak was confirmed.